Event description:
The error displayed at 746 reps.

Manufacturer narrative:
During the evaluation of the treatment tip, radio frequency trace damage was noticed during visual inspection. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns. A review of the manufacturing records showed that all requirements were met. No patient injury occurred during the treatment. Investigation found radio frequency trace damage are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. It failed leak testing and visual inspection due to the observance of dielectric breakdown on the tip. No functional testing could be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported that while performing a thermage treatment, a ¿tip not fully connected¿ error displayed after 409 reps. No patient injury was reported.